Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to (B)(6) 2023.

Event description:
It was reported that patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.